Event description:
It was reported that the patient developed an infection. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. All conductors had blood/body fluid (not obstructed), and the outer insulation had a breached cut. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. Several of the conductors had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid on it and a breached cut. The outer insulation had a breached cut. There was blood in/on the helix/lobe mechanism and on the helix/lobe mechanism sleeve head. There was apparent explant damage.